Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. The event is detectable/preventable by handling the device in accordance with the following IFU: "IFU states the detection method in operation manual chapter 3 preparation and inspection". "IFU states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited large amount of black water flowed out from the endoscope and error code e315. There was no patient involvement.